Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired. The clips came out sideways. A new device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Clips. Evaluation summary - the analysis results found that the er420 instrument was returned in good visual condition. The instrument was cycled, fed and formed 1 clip conforming; however, after the first firing the remaining clips were ejected. The instrument lock out was functional. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.